Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber tip does not exhibit signs of usage and breaks/fractures. The fiber is broken within the white tubing at 3 feet and 3 inches from input connector, between the connector and control knob. The fiber was tested with hene laser fixture, aim beam is present at location of the break. The white tubing does not exhibit signs of melting at the break. Based on device analysis, the complaint was confirmed. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a prostate procedure with "0" joules and "0" time expended, there was no irradiation. The aim beam was emitting through the fiber body break. The fiber tip was not cleaned during the procedure. The procedure was completed utilizing a second fiber with no injury to the patient.

Event description:
It was reported that during a prostate procedure with "0" joules and "0" time expended, there was no irradiation. The aim beam was emitting through the fiber body break. The fiber tip was not cleaned during the procedure. The procedure was completed utilizing a second fiber with no injury to the patient.